Event description:
It was reported that this pacemaker exhibited a position opposite from the original placement resulting to the involved lead being explanted. X ray imaging revealed that the patient had twiddled. The implanting physician did not suture down this pacemaker. Isometrics and pocket manipulation were performed as troubleshooting steps to resolve. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker exhibited a position opposite from the original placement resulting to the involved lead being explanted. X ray imaging revealed that the patient had twiddled. The implanting physician did not suture down this pacemaker. Isometrics and pocket manipulation were performed as troubleshooting steps to resolve. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.